Event description:
Information received from the field notes that the patient was seen for the first follow-up in many years. The device could not be interrogated. An ECG revealed no magnet response. The patient was in sinus rhythm at approximately 130 bpm.